Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.037.017-us; lot: 9339162; manufacturing site: bettlach; release to warehouse date: 22. Jan. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: blade/screw guide sleeve was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the external threading of the device was observed to be slightly deformed at multiple spots. The distal alignment tab was also observed to bent. The red epoxy markings were peeled off. The missing epoxy was investigated under a CAPA and does not require any additional investigation for this defect. Few scratches were also observed on the surface of the device. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the device was not performed due to post manufacturing deformation. Functional inspection: functional inspection of the device was not performed at cq as the device was received by itself. Can the complaint be replicated with the returned device? Unable to perform document/ specification review: the following drawings were reviewed during the investigation: protection/ guide sleeve. No design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. Threaded part of the device and distal alignment tab were observed to be deformed. The deformed threads might have contributed to the unable to assemble condition. Thus, the complaint is confirmed. While a definitive root cause for the deformed condition cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated under a CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the grooves on the blade screw or guide sleeve was damaged and the compression buttress nut will not freely spin up and down grooves. It is unknown if there was a patient involvement. This report is for one (1) blade/screw guide sleeve this is report 1 of 1 for (B)(4).